Manufacturer narrative:
Samples were taken from the residue for analysis. This report will be updated when the investigation is concluded.

Event description:
The device was returned to the manufacturer for repair. During the repair, a undescribed residue was found inside of the handpiece. There was no patient involvement or adverse consequences related to this event.